Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor siltex round spectrum 275cc breast implant, catalog number 3542440m, lot number 5637436, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary procedure with saline mentor siltex round spectrum 275cc breast implants and experienced bilateral deflation. The deflation was diagnosed by the healthcare professional by the mammogram on (B)(6) 2017. As a result, the patient had undergone removal and replacement on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 04/20/2018, it was reported to mentor that the device history record ( DHR) of lot number 5637436 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/26/18, it was reported to mentor that device evaluation and investigation have been completed. Upon device were received without fluid. Foreign material wasn¿t observed within device and white material on shell surface. Device appears intact. No anomalies were discovered. Complaint was not confirmed. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).